Event description:
The device "free flowed when set for drip". Attempts were made by baxter quality management to obtain extra info regarding pt demographics, diagnosis, status, medical intervention, set up of the device, and the medication involved but no additional details are known. The biomedical engineer stated that there was no report of injury and no incident report filed. No additional contacts were provided.